Event description:
Caller reported that the t:slim x2 pump battery was not charging, and despite attempts with different adapters and cables, the issue remained unresolved. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump and advised the customer on the steps required for the return and setup process, while the customer planned to reach out to a healthcare provider as no backup insulin therapy was currently available.